Manufacturer narrative:
Investigation summary: the device was visually inspected, and it was found in good normal conditions. However, during a second visual inspection, it was found that there was a hole on pebax, reddish-brown material inside and an open crack between the tip and the peek housing, and there were no exposed internal parts. Then, deflection test was performed, and the catheter failed. A failure analysis was performed, and the catheter was observed under the x-ray machine and it was found that the t-bar was found slightly slid down causing the improper deflection condition. A manufacturing record evaluation was performed for the finished device 30216627m number, and no internal actions related to the reported complaint condition were identified. The customer complaint was confirmed. The root cause of the t-bar slippage cannot be determined; however, an internal corrective action has been opened to prevent the issue. The root cause of the damage on pebax could be related with the handling of the device during the procedure, however, this cannot be conclusively determined. The open crack was caused when the t-bar slid down. Manufacturer's reference # (B)(4).

Event description:
It was reported that a patient underwent an atrial flutter (afl) procedure with a thermocool® smart touch¿ electrophysiology catheter for which the biosense webster, inc. Product analysis lab identified that there was a hole on pebax, reddish-brown material inside and an open crack between tip and peek housing. There were no exposed internal parts. It was initially reported by the customer that there was a deflection issue. During the procedure, the catheter could not deflect to the specification. The catheter was replaced with new one and issue resolved, and the procedure was continued successfully. There was no patient consequence. The deflection issue was assessed as not MDR reportable since the potential risk that it could cause or contribute to a death or serious injury is remote. On september 8, 2019, the biosense webster, inc. Affiliate provided a video in which reddish material was observed inside pebax, the catheter was observed with tip semi deflected, however, the piston is not observed. The customer complaint could not be confirmed with video provided. On september 20, 2019, the biosense webster, inc. Product analysis lab received the device for evaluation, and it was reported that upon initial visual inspection, there was no visual damage or anomalies that were observed. On october 16, 2019, during additional analysis and testing, it was confirmed that the integrity of the device was compromised. These findings were reviewed and determined to be MDR reportable as a malfunction. This event was originally considered not MDR reportable, however, biosense webster, inc. Became aware of a reportable malfunction through additional analysis and testing on october 16, 2019 and have reassessed this complaint as reportable. Therefore, the awareness date for this reportable lab finding is october 16, 2019.